Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer reported blood glucose (bg) level ranged from 387-600 mg/dl. Customer reverted to manual insulin injection therapy to address elevated bg. Customer changed supplies to address the occlusion alarms and resumed insulin.